Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update ¿11/17/2016 pfs and medical records received. After review of the medical records for MDR reportability, there was no new information provided that would affect the existing investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The patient is morbidly considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Litigation alleges the patient suffers from toxic cobalt-chromium metal debris to be released into the tissue, pain, discomfort and limited mobility. Update rec¿d (B)(4) 2014¿ pfs and medical records received. Part/lot was provided. After review of the revision operation note it reviewed the stem was grossly loose which caused some subsidence. The stem and sleeve are now being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(4) 2014.